Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred intermittently. The customer experienced an intermittent blood glucose (bg) level above 600 mg/dl. Customer administered a correction bolus via the pump to address the bg. Customer changed pump supplies to address the issue.